Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they hospitalized due to low blood glucose level on (B)(6) 2022 . Customer's blood glucose value was 26 mg/dl at the time of the incident. Another blood glucose level was 293 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose. The customer was treated with glucagon and nasal powder and intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.